Manufacturer narrative:
(B)(4). Boston scientific has submitted and received approval for a new header design to mitigate behaviors observed with this pattern. As of today, this device remains in service without additional complication. If any additional information related to this incident becomes available, this investigation will be updated and a follow-up report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during the implant procedure, the physician noted that no pacing therapy was delivered by this cardiac resynchronization therapy defibrillator (crt-d) after connecting the associated leads. The physicians disconnected and reconnected the atrial and right ventricular leads, then connected the double coil and the left ventricular lead. The physicians had set the crt-d to safety pacing in vvi while checking connections. They stopped this safety mode, and the defibrillator worked well in the triple chambers. Normal device operation was observed.